Manufacturer narrative:
Event date is unknown in 2020. 510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a removal of broken synthes distal femur locking plate and all broken screws, takedown of left distal femur nonunion and conversion to a distal femoral replacement as a single stage procedure. Irrigation and debridement of deep periprosthetic joint infection of the left knee was performed. On (B)(6) 2017, the patient was attempting to stand while watching television and suddenly felt dizzy. She does not remember fall but does remember unconscious for less than 30 minutes. She denies any other symptoms aside from pain in her left leg. She denies headaches, changes in vision, nausea, vomiting, abdominal pain, changes in stool or urine habits. She experienced occasional dizzy spells upon standing and that she had a gi bag. On (B)(6) 2017, the patient had a ppm insertion and found to have distal dvt with no role for anticoagulation. On (B)(6) 2017, the patient underwent a left femur open reduction and internal fixation due to a left femur periprosthetic fracture and was implanted with 14-hole left lcp curve condylar plate by synthes. On (B)(6) 2018, the patient with recent orthopedic surgery was transferred from the orthopedic service for further management. The patient was being evaluated for acute ischemia following her recent surgery. The patient likely had demand ischemia due to significant anemia likely due to blood loss and received a blood transfusion. This complaint involves fifteen (15) devices. This is report 1 of 5 for (B)(4). Related product complete: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# 4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: patient height reported as 5 feet. B6; b7; d6a; d6b h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018 patient underwent revision, the removal of broken synthes distal femoral locking plate and all broken screws, patient went to develop non-union and had a broken distal locking plate, operative reported found out three broken screws. This (B)(4) capture the 5 out of 15 devices reported/received, (B)(4) capture the 12 out of 17 devices reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.